Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 20 events associated with this event type (device broke or disassembled during use) and product code (B) (4).

Event description:
Device broke or disassembled during use. The surgeon reported that while he was doing a numelock case using the 6.5mm set, the drill bit broke while he was drilling. The surgeon reported that the case was completed using another drill bit of the same size.